Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer called initially for an e-3 error message but when customer obtained a result of 397 mg/dl from blood test done during call, she stated that it was too high compared to the result of 144 mg/dl she received 20 mins ago that was also fasting. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 397 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The customer stated she is on insulin. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 397 273 200 162mg/dl.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer called initially for an e-3 error message but when customer obtained a result of 397 mg/dl from blood test done during call, she stated that it was too high compared to the result of 144 mg/dl she received 20 mins ago that was also fasting. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 397 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The customer stated she is on insulin. The meter memory was reviewed for previous test result history: 397mg/dl (B)(6) 2016 09:20 am fasting: yes; 144mg/dl (B)(6) 2016 09:24 am fasting: yes; 273mg/dl (B)(6) 2016 05:00 pm fasting: yes; 200mg/dl (B)(6) 2016 09:00 am fasting: yes; 162mg/dl (B)(6) 2016 03:00 pm fasting: yes. Memory concerns: 397 273 200 162mg/dl.